Event description:
Same case as: 6000093-2007-01062. It was reported that during a coronary drug eluting stenting treatment procedure, a shaft fracture occurred. The lesion being treated was located in the mid left anterior descending (lad) artery. Upon insertion, the 3.00x28 mm taxus express2 drug eluting stent stuck in the 6fr runway guide catheter and snapped. The taxus express2 stent, iq wire, and runway guide catheter were removed together. The procedure was completed with another taxus express2 stent of the same size. No patient complications were reported. Patient status reported as "ok."